Event description:
Delivery failure [device failure]. Case description: an initial spontaneous report ((B)(4)) was rec'd on (B)(4) 2012 from the FDA concerning an inomax delivery device which malfunctioned while in use on pt. There was no impact to the pt. Add'l info rec'd on (B)(4) 2012 is included in this initial report. No medical history or pt demographics were provided. On (B)(6) 2012, a pt on a high frequency jet ventilator (hfjv) was receiving inomax (dose and indication no provided) via inomax dsir device # (B)(4). While the pt was being suctioned, the hfjv was put on standby and the inoblender was used to manually ventilate the pt. When the pt was put back on the hfjv and the inomax delivery device, the device alarmed delivery failure. Despite attempts to troubleshoot the problem (ie changing disposables, low calibration, and re-booting the device) the delivery failure did not resolve, and the inomax delivery device was switched out. The rptr confirmed that there was no harm to the pt. Inomax dsir device # (B)(4) was removed from service by the customer and returned to the company for investigation.

Manufacturer narrative:
A healthcare professional reported that on (B)(6) 2012, inomax dsir device # (B)(4) alarmed delivery failure while in use on a pt ((B)(4)). Eval summary: the device was returned to the MFR for investigation at the regional service center. The device did not exhibit the same failure during in-house testing, so the service log was downloaded from the system for analysis. The service log indicated that the device had been intermittently experiencing a slight out of range condition of the nitric oxide shut off valve during the valve leak test. This indicates the root cause of the failure to be that the shut off valve is not closing completely due to a mechanical issue. The shut off valve on the device was replaced and a complete post service checkout was successfully performed. This MDR's MDR was submitted as a f/u action to a receipt of a user MDR. There was no adverse events associated with this incident.